Event description:
Review of surgeons database report indicates a need for an exchange nail surgery to repair a non-union which had a previous sign nail implanted. Post-op patient x-rays confirm non-union. Surgeon completed surgery by replacing nail with a larger sign nail, refreshing the f/x and applying bone graft. Surgery was done due to need to repair non-union only, no breakage of implants reported. No indication of product defect.